Manufacturer narrative:
H.6. Investigation: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Unconfirmed, no sample received.

Event description:
It was reported that the plunger rod in the ultrasafe x100l pr clear ssl nvs stein was hard to push during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "had tried to push the syringe plunger ..... On (B)(6) 2019 for home-administration at week20. However, the patient felt that it was hard to push the plunger. Then, the plunger was removed from the syringe and a needle was inserted into the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod in the ultrasafe x100l pr clear ssl nvs stein was hard to push during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "had tried to push the syringe plunger ..... On (B)(6) 28019 for home-administration at week20. However, the patient felt that it was hard to push the plunger. Then, the plunger was removed from the syringe and a needle was inserted into the syringe."